Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of intraocular lens (iol), the patient manifested refraction. Post operation it was determined that the patient would have a better outcome with a 16.5 diopter lens. The lens was explanted in a secondary procedure with a 16.5d lens. The patient was much happier after replacement. Additional information was requested, but no further information is available.

Manufacturer narrative:
The root cause cannot be determined, for the reported complaint. The file indicated, the lens was explanted. The sample was not returned, for an evaluation. Based on the information provided in the initial report, the complaint may be related to a coincidental event unrelated to the quality of the lens. Information was provided in the file that a surgeon followed his pre-op plan. And implanted the correct lens for a patient complaint lens 17.5 diopter. Upon follow-up and post op manifest refraction, it was determined, that the patient would have a better outcome with a 16.5 diopter lens, so the surgeon performed an iol exchange. Indeed the patient is much happier. This information suggests that the replacement lens may have been a better selection for this patient's vision needs or preferences. While it is indicated, that a 16.5 diopter lens was used as the replacement lens. The specific lens model has not been confirmed. Multiple follow ups were attempted for additional information. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).